Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was returned for analysis. The hypotube, distal shaft, tip, and collar were microscopically inspected. Inspection revealed a complete separation at the collar with the ptfe (polytetrafluoroethylene) fully removed from the collar and damage to the tip (flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-oct-2016. It was reported that the catheter could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was broken.